Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abut hex-lock 3.5mm imp 4 .5 flare (hla3/4) for this complaint were not returned after the event occurred they were used. Therefore, this investigation was conducted while considering that the products were not returned. Device history record (DHR) review for the lots (63503036 & 63316689) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63503036 & 63316689) for similar events (complaint category keywords: fracture: screw loosening) and 4 other complaints were identified. Therefore, based on the available information, device malfunction and the reported loosening event could not be verified as the exact details of event was unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Pt info: unk. Unique identifier (UDI) number unknown / not provided. Email address unknown / not provided. Premarket identification k013227.

Event description:
Doctor reported that abutment constantly falls at tooth site 46. Placement date: (B)(6) 2016. Patient has been rescheduled for new abutment placement. This event is to capture the third loosening mentioned.